Event description:
It was reported the monitor presented a color bar that appears and disappears; additionally, the observation screen sometimes does not display. The issue occurred during a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.